Event description:
It was reported that the patient was hospitalized for a suspected pump thrombosis and the ventricular assist device (vad) exhibited above normal power with an associated high watts alarm. An echocardiogram and computerized tomography (CT) scan were performed with no obvious thrombus seen, but there were "clear signs of an ongoing pump thrombosis from the lab test results." The patient's lactate dehydrogenase (ldh) was over 2,000, so intravenous (IV) anticoagulation was continued. Several days later, "everything was disconnected" and the controller exhibited an unexpected loss of power which caused the vad to stop. Forty three minutes later, the controller exhibited a controller fault alarm and the controller was exchanged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation?: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 23-aug-2018, labeled for single use?: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: (B)(6)¿ controller 2.0 d9: yes, return date: 27-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19, c020701, c23 h6: FDA conclusion code(s): d02, d11, d1105 product event summary: the controller (con401910) was returned for evaluation. The pump ((B)(6)) was not returned for evaluation. Various analyses were co nducted and reviewed to evaluate the performance of the devices in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports. This is an additional observation not related to the reported event, likely due to the handling of the device. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the nimh battery was replaced, the controller performed as intended. Log file analysis revealed an increase in power consumption and estimated flow starting on 21-jun-2022 leading to parameters above normal operating range, followed by a return to baseline parameters on 02-jul-2022. Three (3) low flow alarms have been logged since 15-jun-2022 and fifty-two (52) high watt alarms have been logged since 30-jun-2022. Analysis of the event log file revealed a controller power-up and associated motor start event logged on 04-jul-2022 at 05:00:00. The data point recorded prior to the loss of power revealed that (B)(6) was connected to powe r port one (1) with 79% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 14 seconds. No anomalies were recorded leading up to the loss of power. Analysis of the alarm log file revealed two (2) vad disconnect alarms logged on 04-jul-2022 at 05:00:00 and 05:48:55, indicating a physical disconnection of the driveline from the controller. A controller fault alarm was logged on 04-jul-2022 at 05:43:30, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. As a result, the reported high-power event, loss of power to the controller event, and controller fault alarm event were confirmed. Information provided by the site indicated that the patient was hospitalized due to a suspected pump thrombosis. An echocardiogram and computerized tomography (CT) scan were performed. The patient¿s lactate dehydrogenase (ldh) was over 2000 and the patient was treated with intravenous (IV) anticoagulant. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombosis is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller during troubleshooting and the reported controller exchange. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.